Event description:
It was reported that a lead alert triggered for high/undefined right ventricular (rv) defibrillator impedance. Several months later, a lead integrity alert (lia) triggered due to high rate non-sustained episodes (hrns) and sensing integrity counter (sic). Treated ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes, showed non-physiologic cycles that appeared to be twos and/or double counting of qrs. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.